Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment was damaged and experienced high blood glucose level . The customer¿s blood glucose level was 299 mg/dl and treated with bolus. The customer was assisted with troubleshooting. Customer stated threads are coming of and today the reservoir doesn't lock in the pump. Customer stated that reservoir is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin ump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label, cracked battery tube threads and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.